Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer delivered manual injections, delivered boluses, and increased their basal rate by 0.1 units of insulin to stabilize blood glucose levels. During troubleshooting with tandem technical support it was found the pump am/pm settings were set incorrectly. Customer stated that blood glucose levels have stabilized to 125 mg/dl.